Event description:
Livanova deutschland received a report indicating that, during procedure, the erc clamp became stuck in the deployed position and alarms were displayed. There was no report of patient injury.

Manufacturer narrative:
A.1.-a.5. Patient information was not provided. H11: livanova deutschland manufactures the 3t heater cooler. The incident occurred in neptune monmouth, united states. A livanova field service engineer was dispatched to the customer site: no problem was confirmed. All required tests were performed, and the unit was found to be working within specifications. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.